Event description:
Procedure and gender are unknown. Reportedly, when the device was inserted, it became obvious that the grey valve on top of the instrument was missing. There was a leakage of gas and loss of pneumoperitoneum. The surgeon surveyed the surgical cavity with a 5mm scope, found the valve and removed it without incident. No pt injury reported.